Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided, and a low bg level of 39 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, the customer administered a manual injection to address elevated bg level and consumed carbohydrates to address low bg. Customer updated their pump settings to address the event.